Event description:
The patient contacted animas on (B)(6) 2012 and stated the down arrow and contrast buttons were unresponsive. The patient denied damage to the keypad and noted a crack in the battery compartment. The patient reportedly wore the pump under a garment against the body and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling around the down arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast and down arrow keypad buttons were unresponsive. All other keypad buttons responded to button presses as expected. The bolus button was found to be difficult to press. There was evidence of contamination found under the key contacts.